Event description:
False positive advia centaur cp troponin ultra results were obtained on two different patient samples and questioned by the physician. The initial results were considered discordant with repeat sample testing. Corrected reports were sent to physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no issues that may have contributed to the discordant result. However, the following day, after changing to a new reagent lot, the customer observed a shift in qc. Subsequently, the fse returned to the customer site and as a precautionary measure and for optimal reagent dispensing, replaced the reagent probe and preformed a probe calibration. The repair was unrelated to the cause of the discordant advia centaur cp troponin ultra result. Sample collection and handling may have been a contributing cause for the discordant result. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The IFU under the specimen collection and handling section states: "before placing samples on the system, ensure that samples have the following characteristics: free of fibrin or other particulate matter, free of bubbles."